Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution was selected watchman implant procedure. It was mentioned that right prior to the insertion the physician noticed that the dilator tip was fractured. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis.